Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Boston scientific received information that phrenic nerve stimulation was noted in most vectors and those that does not have had an extremely high thresholds. Further, the left ventricular (lv) lead was explanted. No additional adverse patient effects were reported.